Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The customer alleged that the pump was not delivering insulin properly after customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Tandem technical support informed customer that insulin delivery would not be affected, however customer maintained that the pump was not functioning properly. Customer was treated with an unspecified insulin and fluid treatment. Reportedly, issue was resolved, and customer left the hospital in stable condition (bg 147 mg/dl). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.